Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon troubleshooting, the fse found that the suite pc software had crashed. To resolve the problem, the fse reinstalled the software on the suite pc. After reinstalling the software on the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.